Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the device was implanted past its expiration date. This was not noticed prior to the surgery and once the doctor was notified, they did not want to remove the device. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.